Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified scan results on the adc device in comparison to unspecified readings from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "head spinning", nausea, and was unable to self-treat. The customer had contact with a healthcare professional (hcp), who measured the customer's glucose level and obtained 590 mg/dl on an hcp meter. Subsequently, the customer was treated with unspecified physiological solution by the hcp for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 122 mg/dl on the adc device was compared to a reading of 500 mg/dl on an adc meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 9 days. However, it is unknown when these readings were obtained in relation to the reported medical event.